Event description:
During a follow-up, high capture threshold and low sensing in both ra and rv channels were observed. Lead dislodgement was noted. The rv lead was capped and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.